Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Explant date: (B)(6) 2022.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.